Manufacturer narrative:
Additional information was received that reason for return was due to ipg would not fully charge before multiple implants. No patient or procedure was involved.

Event description:
A report was received that the patient underwent an unknown procedure wherein the ipg was returned for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure wherein the ipg was returned for an unknown reason.